Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd safetyglide¿ needles experienced clogged needles. The following information was provided by the initial reporter: fluid is not flowing through the needle/seems clogged. Cannot push air out or medicine through.

Event description:
It was reported that 7 bd safetyglide¿ needles experienced clogged needles. The following information was provided by the initial reporter: fluid is not flowing through the needle/seems clogged. Cannot push air out or medicine through.

Manufacturer narrative:
H6: investigation summary : it was reported that unable push air or medicine through the needles. To aid in the investigation, five hundred and seventeen samples were received for evaluation by our quality team. Eighty samples were randomly selected for evaluation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution and the solution was expelled with normal flow. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed.